Event description:
It was reported that laser beam is off point and needs adjustment. There was no patient involved.

Event description:
It was reported that laser aiming beam is off point and needs adjustment. It was noted that customer was unsure if it was console or micromanipulator that was misaligned. There was no patient involved.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.